Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shocking lead impedance measurements for the right ventricular (rv) lead. Boston scientific technical services (ts) discussed possible cause and intervention procedure. Additional information was received and indicated that there was no evidence of what caused the high impedance measurements. There was no commanded shock or other intervention performed other than to monitor the patient regularly. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received and indicated that this ICD and rv lead continuously exhibited high out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that the patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.